Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there were episodes of noise resulting in oversensing and inappropriate mode switch noted on the right atrial lead. No intervention was performed to resolve the event and the patient was in stable condition.